Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: loss of insufflation. Probable root cause: pressure sensor malfunction/out of calibration; software malfunction; use error; system design; unwanted movement of internal components/wiring; power button inadvertently turned off; tubeset/gas supply inadvertently detached/loose; loss of power; pressure button does not disengage; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; power supply malfunction; flow sensor malfunction; leaks from internal connections or seals; ppv failure; manufacturing/service error. H3 other text: 81.

Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during procedure.